Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the procedure the patient was prescribed warfarin but was non therapeutic. During the procedure, following venous access the patient was administered heparin. The closure device met release criteria and was successfully implanted. After implantation, a non mobile thrombus was observed on the threaded insert of the closure device. Heparin continued to be administered and an unsuccessful attempt was made to aspirate the thrombus using the was. The procedure concluded and the patient was discharged home the same day.